Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent. The product code is unknown therefor the 510k number is unknown.

Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the patient and assignable cause determined to be mis-use. Labeling was reviewed and found to be adequate in regard to this issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check lines and bags alarm that occurred on the homechoice (hc), during use patient not connected in prime. The home patient (hp) stated they use a drain line extension for a week at a time. The technical service representative (tsr) advised the hp to change it and call back if the alarm repeated. There was patient involvement and there was no patient injury or medical intervention associated with this event.